Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the cannula had also dislodged from the infusion site. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site and sought medical attention at the royal surrey county hospital on (B)(6) 2024. The patient's blood glucose level reached 22 mmol/l (396 mg/dl) while wearing the device between 25 and 36 hours on the arm. It was noted that the cannula had also dislodged from the infusion site. While at the hospital, the doctor diagnosed them with a skin infection and prescribed them antibiotics called flucloxacillin. Symptoms reported include bleeding, pain, and pus coming out of the area. The infusion site was also really hot and hard to the touch. Hyperglycemia treated with a new pod. The device was discarded.